Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation for this product. No non-conformances, potential non-conformances or deviations associated with the affected reagent lot have been identified. A review of the instrument log files determined the read result for the sample was -0.00084 and was reported as low linearity and review of the reaction graph could identify no issues. No instrument error messages were documented as having been returned. Customer field data was used to assess the performance of reagent lot 71191fn00. Review of the population median patient result by reagent lot report from 25 june 2017 shows that the median population result for lot 71191fn00, generated from over 132,000 patient results, was 3.81 ng/ml, which falls within 1standard deviation (sd) of the established centerline (3.7256 ng/ml, sd 0.13867 ng/ml), indicating the lot is performing acceptably. The architect total psa assay package insert contains information to address the current customer issue. The customer was concerned that the result of 0.00ng/ml was discrepant with the patient's clinical diagnosis; however, the sample returned a consistent total psa result of less than 0.05 ng/ml when tested at a different laboratory using an unspecified method, thus indicating no discrepancy. Based on the results of this evaluation and the information from the customer site, there is no evidence to reasonably suggest a product malfunction occurred. The value obtained by the customer has been confirmed by another laboratory and is also addressed in labelling. No systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k70, that has a similar product distributed in the us, list number 06c06.

Event description:
The customer reports that one patient sample generated an architect total psa assay result of 0.00 ng/ml. The patient has been diagnosed with adenoprostate cancer and is his first visit to their center. There is no history of this patient receiving any type of treatment. The sample was sent to another lab for verification and resulted in a value of less than 0.05 ng/ml (methodology not documented). Controls have remained within specifications. There is no impact to patient management reported.